Event description:
It is reported the pt dislocated his tlc liner while gardening; method of reduction is unk. The femoral component was later revised to a more anteverted position.

Manufacturer narrative:
Info was received via published literature. Evaluation summary: the acetabular component and constrained liner had been intentionally aligned in retroversion to compensate for an implanted anteverted stem. Review of the radiographs (lateral and ap views) confirmed the retroverted acetabular component and anteverted stem. Based on the documented info in the journal article, the hip dislocated 47 months after implantation of the liner. The liner was also revised to a dual mobility construct on the acetabular side to prevent further instability. Likely cause for the reported dislocation is malpositioned total hip arthroplasty components. Evaluation codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. Should additional substantive info be received, the complaint will be reopened.